Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that the pump would randomly display the hourglass icon. The reporter alleged that there was corrosion in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation, the black box was reviewed and showed one unexplained pump reboot on (B)(4) 2014. The pump powered with the returned battery cap. The battery cap was able to fully tighten to the pump. A power loss was not observed. The battery compartment was intact with no evidence of moisture contamination inside the battery compartment or on underside of the battery cap. The pump was exercised for 24 hours with no reboots, loss of power or call service alarms occurring. During testing, the pump passed the leak test. The pump case was removed and no evidence of moisture was found inside the pump. The power issue was observed in the history but was not duplicated during the investigation.